Event description:
Treatment of a giant unruptured saccular aneurysm measuring 55mm x 10mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent embolization treatment involving one pipeline (4.50mm x 14mm) and a total of 15 implant coils. The pipeline was implanted without issues; however, there was a problem with one of the implant coils. During the procedure, it was reported the 8mm x 30mm soft stryker xl coil prematurely detached while inside the microcatheter and part of it extended down to the carotid bifurcation. Manipulation and retrieval were deemed not feasible; therefore, the detached implant coil was trapped against the wall of the proximal ica with a precise stent. Post procedural angiogram showed slow flow into the aneurysm. Post procedure, the patient woke up and followed commands. On the same day, (B)(6) 2014, the patient suffered a subarachnoid and intraventricular hemorrhage. An intraventricular drain was placed. The physician was not sure about what caused the hemorrhage and how it happened. The patient was reported to be in critical condition and not doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).